Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02050.it was reported the patient has finished the antibiotics, the infection has resolved and the patient was released from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02050. It was reported the patient's trial leads were explanted one day early. The patient presented at the emergency room the following day due to flu-like symptoms. Patient was diagnosed with meningitis and was hospitalized. The patient has been discharged and was prescribed antibiotics; however the date of discharge and the current state of the patient is unknown at this time.